Event description:
(B)(4). Heavy bleeding , menstrual pain . Auto inmune disorders such as fibromyalgia , weak , headaches . Tooth problems , rheumatoid arthritis . Pelvic inflammatory disease , weight gain , bloating , rash nickel allergies and many many more symptoms .